Manufacturer narrative:
Full name of the facility is (B)(6). This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that that there is presence of foreign object in the device nozzle. This is attributed to failure to clean adequately. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip; adhesive around light guide (lg) lens is peeled; suction cylinder is shaved; and connecting tube, distal end cover (c-cover), scope connector, protector of universal cord, universal cord, insertion tube image guide protector, grip, scope cover, switch box, forceps elevator knob, up/down knob, right/left knob, control unit have a scratch. The user¿s complaint of angulation issues was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an angulation issue. There is no reported harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there is presence of foreign object in the device nozzle. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of the presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system" [inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.